Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown mg/dl. The customer was unable to troubleshoot at time of call because of past event. The customer does not like to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. Customer's mother is to receive replacement infusion sets and reservoirs as a courtesy. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. Customer's mother declined to troubleshoot of the pump for high blood glucose. Customer's mother they treated by changing out the infusion sets.